Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm emerge¿ balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The procedure was completed using another emerge balloon catheter. No patient complications were reported and the patient's status was fine.